Event description:
It was reported that the pump was alarming constant air bubbles. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. Device evaluation: one device was received. A visual inspection found a bubbled dso seal. A review of the event history log showed evidence of the customer reported alarm. During the functional testing, the alarm was able to be duplicated. The cause of the issue was found to be the faulty ail sensor. The ail sensor was replaced.